Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of headache ("headache"), tooth fracture ("loss of dental parts") and arthralgia ("joint pain in hips") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced headache (seriousness criterion medically significant), tooth fracture (seriousness criterion medically significant), arthralgia (seriousness criterion medically significant), alopecia ("hair loss") and insomnia ("insomnia"). Essure treatment was not changed. At the time of the report, the headache, tooth fracture, arthralgia, alopecia and insomnia outcome was unknown. The reporter considered alopecia, arthralgia, headache, insomnia and tooth fracture to be related to essure. The reporter commented: the implant was made irregularly as the patient had third grade endometriosis. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-may-2019 for the following meddra preferred term: headache analysis in the global safety database revealed 128 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.